Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2016. Subsequently, a post-op xray showed one of the screws implanted in the patient was bent.